Event description:
When patient was being placed into air ambulance helicopter, arrythmia occurred. Conductive adhesive defibrillator pads were attached to patient. Defibrillator charged to 200 joules. Paddles placed on patient pads and discharged. Second discharge necessary at 300 joules when discharged second time, bright blue sparks eminated from beneath and around paddles. Skin burned 1 degree over approximately six square inches. Pads had burned over in spots, and foil separted. Patient successfully resuscitateddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate, design - human factors, telemetry failure, environmental factors. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.